Event description:
It was reported that pump was alarming high pressure on both pumps. Unsuccessful troubleshooting. Patient went to the emergency room for a central line evaluation. Pump will run when not connected to central line. Found out that the main issue was there was an obstruction at the central line and there's nothing wrong with the pump. After troubleshooting, they were able to resolve the issue. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.